Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the customer would have been in auto mode until the calibration not accepted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer's blood glucose was 52 mg/dl. The customer stated that the sensor was getting cal not accepted and change sensor alarm. The insulin pump will not be returned for analysis.